Event description:
Mako received a voicemail from a patient. He indicated he had a bilateral makoplasty partial knee arthroplasty procedure two years ago and was not experiencing good results. He complained of pain and lack of leg strength.

Manufacturer narrative:
As part of normal complaint follow-up, and evaluation was initiated by mako surgical with regard to this event. The evaluation is in progress, and no preliminary information is currently available.